Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735859, serial/lot #: unknown. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that a medtronic representative (rep) was unable to establish communication between the navigation system that was being installed and a medtronic imaging system. Verification failed in the igs servers. The rep noted that two ethernet cables were used. The imaging system verified successfully with another medtronic navigation system that was being installed. The same ip information was used between both navigation systems, so the ip information was confirmed to be compatible. There were no noticeable errors in the self-test. The rep rebooted both systems without success. The rep called in later after further troubleshooting; the rep concluded that the issue was a loose connection between the internal ethernet cable and the network bulkhead. The issue was resolved. There was no patient involved with the reported event.